Event description:
According to the reporter, during laparoscopic duodenal switch procedure, while in the stomach, the staple loads were stopping midfire and not making through the standard tissue thickness, creating excess trs (tissue reinforcement system) bunching. A non-trs reload was opened to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.